Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 19089497, UDI: (B)(4).

Event description:
It was reported that the patient was unable to feel stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.